Event description:
It was reported that during a procedure, the fiber snapped out and burned a small hole in the drape. A second fiber was used to continue the procedure, but the same thing happened. Then, a third fiber from a different lot was opened and the procedure could be completed. The drape had two burn holes, but the physician and the nurse confirmed that there were no marks on the patient. There were no patient complications. This report is for fiber 2 of 2.

Manufacturer narrative:
The medwatch report number is: mw5167177. This report is for the same event as manufacturer report: 2124215-2025-15718. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Manufacturer narrative:
The medwatch report number is: mw5167177. This report is for the same event as manufacturer report: 2124215-2025-15718.

Event description:
It was reported that during a procedure, the fiber snapped out and burned a small hole in the drape. A second fiber was used to continue the procedure, but the same thing happened. Then, a third fiber from a different lot was opened and the procedure could be completed. The drape had two burn holes, but the physician and the nurse confirmed that there were no marks on the patient. There were no patient complications. This report is for fiber 2 of 2.